Event description:
Sales rep. Reported that: "surgeon stated that the valve was clogged. This occurred intra-operatively without any delay in surgery and/or consequences to the patient. Please send warranty replacement to the sales rep." (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation the position of the cam when valve was received was at setting 5. The valve was visually inspected and confirms the presents of biological debris. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet in front of the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The valve was dried. The valve was tested for programming and failed. The valve was then pressure tested per at setting 5, and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base of the valve casing, which appears to be the root cause for the problem reported. A review of the history device records was not possible due to the fact that the lot number was not provided by the customer. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.